Manufacturer narrative:
D4: h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure that clips kept falling into the abdomen. There was no patient consequence.